Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular fibrillation (vf) detection was accidentally turned on before connecting the leads to the device causing a lead impedance alert. The leads remain in use. No patient complications have been reported as a result of this event.